Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that portions of the touchscreen are unresponsive. Customer had elevated blood glucose levels (400-500 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Contact stated that the customer has back up lantus and manual injections for continued insulin therapy.